Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant there was an alert for high undefined impedance on the left ventricular (lv) lead on the lvtip to can vector. The lv lead remains in use. No patient complications have been reported as a result of this event.